Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90p01; product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128; product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that yesterday, when the patient went to recharge his implanted neurostimulator it was at 70% and it said my therapy was unexpectedly off. Patient said for the past month or more when they first connected to recharge, it showed zero then jumped to 30 percent, the patient said they never let it go below 30 percent. Patient said yesterday, they charged it to 100% and when they took out the communicator it had no power, they plugged it in and it turned green but as soon as they unplugged it went back to red. Worked with patient to remove the power cord and confirmed there was no red or amber battery light showing, it flashed blue and patient was successful to connect and turn therapy back on, the equipment was working as expected. Reviewed some interstim equipment and recharging best practice information and recommended patient monitor the issue and call back if it persists and continue working with their doctor. The patient said they would start charging every 5 days instead of once a week . The troubleshooting steps that were taken on the call resolved the issue. After turning therapy back on patient stated they felt it strongly. Reviewed the option to decrease and increase stimulation to their comfort.